Event description:
More swelling than usual [swelling]. More pain than usual / pain with both rest and walking / pain measuring 7 on a scale of 1 to 10 [pain]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a nurse regarding a (B)(6) with knee pain. The patient's medical history was significant for previous use of synvisc in 2008 (seven rounds). On (B)(6) 2012, the patient initiated treatment with synvisc (hylan-gf-20) injection (route and dosage regimen not provided), into an unspecified location. On (B)(6) 2012, the patient received second synvisc injection. On (B)(6) 2012, the patient complained of more swelling and pain than usual. On (B)(6) 2012, it was reported that the patient had pain measuring 7 on a scale of 1 to 10. The patient had pain with both rest and while walking. On an unspecified date, in (B)(6) 2012, 44 cc of fluid was aspirated from the knee and no infection and crystals were detected. The patient was treated with medrol dosepak (methylprednisolone). On (B)(6) 2012, the patient showed considerable improvement and better ambulation. The action taken with synvisc treatment was not provided. The outcome for the event of knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc and all the events was not provided by the reporting nurse.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.